Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in good physical condition, however it was noted to have a scratched screen. Device started in application and the customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. As a preventative measure, the downstream sensor was replaced.

Event description:
Information was received that a smiths medical cadd legacy, mdl 6400 had double beeped when no cassette was attached. No patient injury resulted.